Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1; date of submission: 02/27/2015 - device evaluation: the pump has been returned, and it was evaluated by product analysis on 02/11/2015 with the following findings: several inexplicable 'power reboot events', which can be indicative of the type of power issue that was reported, were observed in the black box data. The threads of the battery compartment and cap were observed to be damaged; these device failures indirectly contributed to the reported issue. The returned battery cap was unable to secure to the suspect pump case per the instructions for use (IFU); this device failure directly caused the reported issue. The pump was unable to maintain power with the returned battery cap installed: the reported issue was duplicated. A test battery cap was used for the remainder of the analysis. The pump was exercised for 24 hours, during which no power related events were observed. The pump case was removed, and no evidence of internal damage or defect was found. The following findings are unrelated to the reported issue: the display screen visual was observed to be dim and discolored due to an unidentified display failure. Visual inspection revealed that the keypad cover was torn below the ok button. Evaluation revealed that all of the keypad buttons were properly responsive. The keypad cover was removed, and evidence of contamination was found under the ok and contrast key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. The reporter alleged that the pump was displaying an intermittent-power issue, which is identified by the presence of undesired ¿power reboot events¿. In addition, it was reported that the threads of both the battery compartment and cap were stripped. Also, the yellow o-ring of the battery cap was reportedly visible at the time of the power interruption; per the instructions for use (IFU), the yellow o-ring of the battery cap should not be visible during pump operation, otherwise the pump is susceptible to power-related failures. The reporter stated that they were unable to secure the battery cap to the pump case per the IFU upon the last attempt prior to the occurrence of the power interruption. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.